Event description:
It was reported that the patient presented to the hospital following an alert due to right ventricular (rv) lead oversensing and it was decided to replace the rv lead. During the lead extraction procedure, the physician tried to extract the lead and noticed the insulation proximal of the coil was damaged. The physician then attempted to extract the lead via laser extraction, however, the distal portion, or rv coil, broke off and remained in the subclavian vein of the patient. It was stated the physician cut a part of the lead before trying to explant it and the guidewire would not go inside the lumen of the lead. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.